Event description:
While the diagnostic catheter was being advanced over the wire into the introducer sheath the tip separated from the shaft. The physician inserted a 4f introducer sheath into the patient's artery. The physician inserted the diagnostic catheter over the guide wire and into the introducer sheath and the tip of the diagnostic catheter separated inside the introducer sheath. The physician was able to remove the introducer sheath from the patient with the tip of the diagnostic catheter inside the sheath. The patient is reported to be fine.